Event description:
Had an aortic endovascular stent placed in 2012. The stent had migrated distally and had a type 1a endoleak. It had thrombosed with embolizations peripherally. A re-do procedure was attempted on (B)(6) 2016 with bleeding complications (perforation of iliac vessel). Required transfusions and pressors. Made dnr. The re-do was performed at (B)(6) hospital, ((B)(4)) product used in re-do were cook vascular graft, atrium med stent, medtronic stent. Initial type of stent unk.